Manufacturer narrative:
The referenced percutaneous lead repair and investigation results were reported under medwatch report# 2916596-2017-00033. Approximate age of device - 7 years, 2 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. On (B)(6) 2016, the entirety of the percutaneous lead (driveline) was replaced. On (B)(6) 2016, it was reported that low speed hazard events occurred. Log file analysis performed by the manufacturer¿s technical services representative confirmed the events. No pump stoppage events were captured. The patient was asymptomatic. As of (B)(6) 2017, the patient was ¿doing well¿, and is currently 1a on the transplant list. The lvad system is connected to an ungrounded power module patient cable, and no additional events were reported.

Event description:
Additional information: it was reported by the vad coordinator that the patient was at home on a non-grounded cable and experienced multiple pump stoppage events while on battery. The patient passed out once. The patient was admitted, and put on bedrest and had no further alarms after that. The patient received a semi-emergent pump exchange on (B)(6) 2017.

Manufacturer narrative:
Reportable event type updated. Device evaluation: the report of low speed and pump stoppage events was confirmed based on the evaluation of the returned device. The pump was returned with the percutaneous lead (lead) cut approximately 2 inches from the pump housing. The severed portion of the lead was returned. Visual inspection of the wires found breaches in the yellow and black wires approximately 2.5 inches from the pump housing. An additional breach in the black wire was also observed approximately 5 inches from the pump housing. Each of the adjacent wires showed evidence of abrasion against the braided shield but not additional wires breaches were found. If any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the low speed events captured on the submitted log file. If the exposed conductors of the yellow wire and either the black or brown wires made direct contact or simultaneous contact with the braided shield, the resulting phase-to-phase short could have contributed the pump stoppage events reported to have occurred while the system was operating on batteries. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. Review of the submitted log file confirmed multiple low speed events. These events occurred while the system was operating on the power module and showed corresponding elevations in pump power and pulsatility index events. The system operated on batteries for the remainder of the log file and no further atypical events were captured. The atypical pump parameter events recorded in the submitted log file appeared consistent with the device evaluation findings. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.